Event description:
A customer reported to beckman coulter, inc. (Bec) that a burning smell was noted from unicel dxi 800 access immunoassay system. No erroneous patient results were generated due to the event. There was no report of flames, fire, smoke, or injury to the user or the field service engineer. There is no indication that the fire department was dispatched.

Manufacturer narrative:
The customer stated that while they were performing weekly maintenance and changing the duckbill valve, they jarred the dispense and aspirate probes upwards causing a popping sound to occur. The customer reported that an electrical smell was detected coming from within the dxi instrument immediately afterwards. Service was dispatched on (B)(4) 2011 for this event. The fse spoke with the customer who stated that aspirate probe # 1 may have shorted against the wash pick and place interface pcb board. The fse replaced the wash pick and place pcb board and a mcc pcb board. The fse noted that upon visual inspection of the mcc pcb board there was some damage. The fse performed a vessel exerciser routine and a high sensitivity system check. No issues were noted. Hardware was the root cause for this event. (B)(4).